Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced an adverse event on (B)(6) 2016. Patient stated that they went to the emergency room (ER) for a non-dexcom related issue and while there, the doctor was attempting to perform cardiac monitoring and mistakenly pulled off the patient's sensor. There was no alleged device malfunction. No additional event or patient information was provided.